Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum set that the customer reported a small amount of leakage from the central filter when administering chemotherapy medication. No other information was provided.